Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported that no error messages were displayed during the diagnostic colonoscopy procedure. The doctor noted that suction did not feel like it was at full capacity. A clogged nozzle was not found during the procedure. There were no delays in precleaning the device. The procedure was not delayed, the condition of the patient was not impacted, and the device was used to complete the procedure.

Event description:
Additional information received from the customer reported that device was not used on a patient with the foreign material attached. The device was precleaned appropriately after the procedure without delay and there were no abnormalities with the reprocessing accessories. Manual cleaning was done within an hour after the procedure. The device was appropriately rinsed before manual disinfection. When setting up the automatic endoscope reprocessor (aer), all scope channels were connected with tubes. The air/water channel was flushed with water and air using the cleaning adapter. There were no defects with the aer or any other reprocessing accessory.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
H10: per additional information received, there was no deviation from IFU (instructions for use) on reprocessing steps for the nozzle. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed and the issue was unable to be replicated. When completing the air/water flow inspection, no air/water flow was found due to a clogged nozzle. Evaluation also found the up/down and right/left knobs had play, the distal end plastic cover had chips and dents, the objective and light guide lenses had old adhesive, the insertion tube had minor cuts/scratches, and the light guide tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the suction of the evis exera iii colonovideoscope was not working properly. The issue occurred during an endoscopy procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.